Event description:
Complainant alleged that during a routine shift check by a clinician, the device displayed message codes "status 66" and "status 104". The complainant indicated that there was no patient involvement in the reported failure.